Manufacturer narrative:
There were multiple proximate causes identified for the customer report of broke. They are as follows: keypad delamination. Ail assembly with damaged housing. Left iui connector with observed corrosion. The iui's must be replaced when signs of corrosion are observed. Door cover damaged. Bezel assembly with damaged datum post. Right iui connector with observed corrosion. Rear case corrosion (fluid ingress).

Event description:
The device had damage, including corrosion.

Event description:
The device had damage, including corrosion.

Manufacturer narrative:
This reported issue and subsequent repairs were investigated through the service repair process. A review of the device history record was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The reported issue that device broke was confirmed. There was no reported patient injury. This device is used for therapeutic purposes.